Manufacturer narrative:
Updated information: d1 brand name added and was omitted in the initial report. D9 device return date added. G1 MFR site name removed.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 67-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease and diabetes mellitus. During support, the automated impella controller (aic) displayed an error message indicating an optical sensor failure (¿fehler optischer sensor¿). The aic was exchanged; however, the same failure mode persisted. The clinical team subsequently elected to replace the impella 5.5 device. The newly placed impella 5.5 functioned appropriately without further issues, and hemodynamic support was successfully resumed. The reported events are placement signal issue, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.